Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a knee procedure the straight firstpass top piece broke off. The surgeon asked for a fluoroscopy to assist in the retrieval of the metal piece and was able to remove it. The procedure was resumed using an equivalent s+n back-up. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture has been disconnected from the upper jaw. The suture capture was not returned. Bio debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (impact event to the device inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a knee procedure the straight firstpass top piece broke off. The surgeon asked for a fluoroscopy to assist in the retrieval of the metal piece and was able to remove it using a grasper. The procedure was resumed, with a non-significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information in b5 and h6: health effect - impact code.